Manufacturer narrative:
The sample was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. All documentation related to order filling activities was reviewed and no discrepancies were observed. The sales orders indicated the requested activity was 0.43mci when the order was filled on(B)(6) 2016. The implant dates were (B)(6) 2016, respectively. All documentation, including the 10% assay certificate, supports that the seeds would be at the requested activity on the requested implant dates. (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not available.

Event description:
It was reported that the seeds had lost 25% of their activity. The procedure had to be delayed and the patient was sent home. A new implantation is scheduled for (B)(6) 2016).